Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunctions were confirmed. Based on the results of the investigation, it is likely the following led to the foreign material in the nozzle: olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the distal cover burnt: although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy endo therapy accessory was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The event can be detected/prevented by following the instructions for use which state: suggested event1: foreign material in the nozzle. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Suggested event2: distal cover burnt according to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿ gif-xp290n, chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ describes the methods. The instruction manual operation manual ¿ gif-xp290n, chapter 4 4.3 using endo therapy accessories¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had foreign objects, and the bending section (c-cover) was burned. There were no reports of patient involvement.